Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, post-paced t-wave oversensing on the ventricular lead was observed. Patient was asymptomatic. Reprogramming was suggested.